Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump was alarming "double beep" with no cassette. Signs of fluid ingression were found on the chassis base by the sensor. The investigation determined the fluid ingression to be a possible, but unconfirmed, cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified. Updated: device evaluated by MFR.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.